Event description:
Customer reported an incident of hypoglycemia requiring hospitalization at a time when her daughter attempted, was unable to use her compact system due to no power. She had last successfully used the system one day prior. Stated batteries were over 1 yr old. Replacement product sent; product return requested.